Event description:
Attune cr femoral trial is broken.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the reported event of trial breakage. The received device was forwarded to depuy material science for evaluation. The fracture of the femoral trial was due to overload. No material defects or inclusions were noted that would have contributed to the fracture or propagation. Based on the performed investigation, corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.